Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via a merlin at home transmission. Reprogramming changes were recommended. No further information is available.